Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was checked by cuff pressure gauge, the air did not enter the cuff. It was reported that after extubation, it was confirmed that the air entered the cuff.

Manufacturer narrative:
Evaluation summary: the sample was received for evaluation and an inflation/deflation test was performed using a syringe. 9cc of air was applied to the cuff, and it was observed the cuff held the air and no difficulties were noticed at the time of inflation nor deflation, the sample was left inflated 24 hours and no leaks were observed. Additionally, the cuff, inflation line and valve were submerged into a container filled with water and no leaks were observed. No failure mode was observed in the received sample, and all manufacturing controls were found acceptable and effective to detect the reported failure mode. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.